Event description:
It was initially reported by the pt that her contact lens split in her eye during wear. Add'l info received on (B)(6) 2013, from the pt states that she experienced "a corneal ulcer from a scratch on the eye from the lens tearing during wear." At the time of this event, the pt was travelling and saw an eye care provider (ecp) on an emergency visit. The ecp prescribed drops and ordered the discontinuation of lens wear for a week. However, when the pt returned to lens wear, she experienced a recurring corneal ulcer. For now, the pt has discontinued lens wear altogether and has purchased glasses. She hopes to resume lens wear in the future. Add'l info received on (B)(6) 2013 from the ecp states that the pt was seen on (B)(6) 2013 and was diagnosed with a cornel ulcer os in the 12 o'clock position. The pt was advised to discontinue contact lens wear for two weeks and was prescribed an antibiotic eye drop. The pt returned on (B)(6) 2013 and was showing resolution. The pt was advised to see her normal doctor when she returned home from her travels.

Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within spec. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).